Event description:
Information received indicates the bed failed the electrical safety test performed during preventive maintenance.

Manufacturer narrative:
The technician found the ground pin was missing on the power cord. The technician replaced the power cord plug to repair the bed.